Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.

Event description:
According to the available information, the patient expressed concern about penile prosthesis size. He has observed that many patients, especially those with narrow proximal corpora cavernosa, face difficulties when attempting to use 9mm devices. He believes that it would be beneficial for these patients if coloplast developed smaller prostheses, such as 4 mm or 6 mm, that better fit their needs. This would allow more effective customization and a better quality of life for those who require this type of device.